Event description:
It was reported the customer had a crack on their insulin pump's casing. Customer stated their insulin pump was not bumped or dropped. There was also a crack noted at the reservoir compartment. Customer's drive support cap was not damaged. The customer's insulin pump will be returned for analysis. No additional information provided.

Manufacturer narrative:
Pump received with broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, protruded/loose drive support disk, and missing end cap sticker.